Event description:
It was reported that the helix remained extended when attempting to reposition the lead during the implant procedure. Attempts to extract the lead were unsuccessful and the physician removed it femorally. The lead was not used. When the lead was extracted, tissue was noted on the helix. A different lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; partial lead, in segments, returned and analyzed. Blood/body fluid was noted on the proximal conductor (not obstructed) and in/on the helix mechanism. The outer insulation was breached cut, the helix was distorted/bent, and the lead was stretched; lead damaged at implant.